Event description:
Additional information received from the initial reporter confirmed the procedure was therapeutic. A replacement device was utilized in the procedure. The device did not fall into the patient. Patient did not go through procedural complication as a result of indicated phenomenon.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3, and b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error code e116 is displayed due to the defective printed circuit board. The root cause of the defective circut board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the visera 4k uhd camera control unit had an error 116 displayed. There was no reports of patient harm. Additional information was requested but details were not known or provided by the reporter.